Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ varied injuries: unable to observe since it is a medical event and is not related to the device. ¿ inflammation/irritation: unable to observe since it is a medical event and is not related to the device. ¿ granuloma: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿rash: unable to observe as it is not related to the manufacturing process. ¿anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure deformation and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Patient reported "food intolerances [not device related], inflammations in the body," rash and "pains and sufferings." Healthcare professional noted right side capsular contracture baker grade iii, development of granulomas. The device has been explanted and the capsule was sent to histology.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ varied injuries: unable to observe since it is not related to the device. ¿ inflammation/ irritation: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Later healthcare professional noted granuloma.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade iii.

Event description:
Patient reported "food intolerances [not device related], inflammations in the body," and "pains and sufferings." Later healthcare professional noted capsular contracture baker grade iii. Device has been explanted and the capsule was sent to histology. This relates to the right side.